Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The pump was not returned. Data log review showed placement signal railing. The cause of the optical signal issue was not determined since product was not returned, insufficient clinical details details, and an inconclusive data log review.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During patient support, the impella cp experienced an active placement alarm. The audio and placement monitoring are off. No patient harm or injury was reported.